Event description:
The reporter stated that the patient had a peripherally inserted central catheter (PICC) in place at an undefined site for about five to six weeks. There was yellow to green drainage from the insertion site. The reporter had called the distributor (ethicon) to ask if the site should be cultured. The distributor's medical officer advised that the site should be cultured. The reporter declined to provide any additional information. Additional clinical information has been requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.